Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube approximately 39.89 mm from the distal tip. A piece measuring approximately 4.44 mm x 4.02 mm was not returned with the instrument. The complaint regarding instrument had two lives left, but the life indicator turned red was confirmed by failure analysis. The probable root cause of the detached fragment is attributed to the broken instrument main tube which is due to accidental drops, collisions with other instruments, or excessive side loading, which can cause the main tube wall to collapse and crack.

Event description:
It was reported that after a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the 8mm cadiere forceps instrument had two lives left, but the life indicator turned red. It is unknown if a fragment fell into the patient. The procedure was continued as planned with no reported injury.